Manufacturer narrative:
A product specialist met with the complaining customer to further investigate the claimed failure. It turned out, the customer had not retrieved the log file from the defibrillator but will try to do so now to provide additional information. We will provide the results in a follow-up report.

Manufacturer narrative:
We have sent a product specialist to the complaining hospital visiting the responsible departments. It was not possible to identify a root cause during this visit. It was agreed the defibrillator log file data were to be provided by the hospital. However, the hospital finally informed us they had not been able to retrieve these recordings. It was not possible to receive any further information despite repeated requests. No conclusion regarding the cause of the incident can be drawn. We therefore consider the investigation closed.

Event description:
In calendar week (B)(6) 2015 an incident happened at (B)(6), involving a skintact defibrillation electrode set (model df27m and a philips defibrillator (model heartstart xl m4735a. A physician and professional staff tried to perform a cardioversion. After 2 attempts with 2 different defibrillation electrode sets, the defibrillator did not detect an ECG signal. It was reported that the signal was too weak respectively distorted. A philips defibrillation electrode set was applied and the cardioversion was performed. There was no harm to the patient (B)(6). The defibrillator was checked and no error was found. We received samples from the customer. Three electrode sets were already opened and stuck on itself stored in a pe pouch. We are still not sure if the involved products are among these 3 electrode sets. We have not received any further information so far despite of repeated requests.

Manufacturer narrative:
The customer returned samples in a pe-pouch. It is still unclear whether the involved samples are among them. The returned samples were tested with a multimeter. This test included all components: the plug, the cable, the rivet and the electrode itself. Thereby no deviation was detected. For testing the function of the returned electrodes, a philips mrx defibrillator was used ref.: m3536a, sn (B)(4) and also a code master xl (model m1722a, serial (B)(4). The connector of the cables were plugged into the 2 different defibrillators without any difficulty. The electrode sets were then applied on a test equipment fluke qed6 (biomedical defibrillator analyzer) and an ECG reading was immediately obtained. No contact issues could be observed. The complained issue could not be repeated. The tested devices were found to perform within limits. No faults could be detected. We are asking for additional information on the incident and will provide you with this and file a follow up report.